Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00895 and 3005168196-2017-00896. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (sch1). During the procedure, the physician had difficulty detaching two smart coils using a sch1; therefore, the smart coils were removed. The procedure was completed using another coil. There was no report of an adverse effect to the patient.